Event description:
It was reported by the customer that their insulin pump alarmed low battery and buttons were sticking. Customer stated they could not recall any significant events that lead to the alarm, but their blood glucose levels were high. During troubleshooting, customer was asked if the device show physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to clean battery cap with cotton swab and reinsert batteries. Customer stated keypad froze. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.